Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. The customer¿s blood glucose level was 227 mg/dl at the time of the incident. Customer was able to successfully clear the alarm and complete the rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. Troubleshooting was performed for motor error alarm and the device will return for analysis.